Event description:
When checking the returned product deformation of the tip of the coupler was observed. But it was not used at the operation.

Manufacturer narrative:
An event regarding damge involving an adm expandable coupler was reported. The event was confirmed. -device evaluation and results: a functional test showed that the device is working as expected, there is no functional issue. This deformation is normal as during use the coupler is expanded inside the cup. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the returned device reference 1235-4-645 has been used and is slightly deformed. A functional test showed that the device is working as expected, there is no functional issue. This deformation is normal as during use the coupler is expanded inside the cup. Based on the information provided it was not possible to determine the root cause of this event.

Event description:
When checking the returned product deformation of the tip of the coupler was observed. But it was not used at the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.